Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers (B)(4). Currently, these products are to be submitted under arjo dominican republic registration #(B)(4). On (B)(6) 2020 arjo received a report from the italian ministry of health and became aware of a customer complaint reported by the hospital ospedale di mirano medicina (ulss3 serenissima, mirano, italy). Following information provided, during patient's transfer from a bed to a chair, left shoulder clip was found to be cracked lengthwise. The malfunction was noticed at the very beginning of the lifting process, when the resident was still on the bed, so no fall occurred. The resident did not sustain any injury. The inspection of the involved floor lift and the sling was performed by an arjo representative who found that there was no sign of readable label on the sling and confirmed the shoulder clip was partially broken (photographic evidences provided showed that the clip broke from top to bottom). According to the information provided by the technician, there were no signs of any other clips degradation. Sling was in good condition. The sling manufacturing date cannot be determined with a certainty. However, based on the photos attached to the complaint we are able to clearly determine that the sling was fitted with previous design "grey" clips. Production of this type of clips finished some time ago (around 2005-2006). No malfunction was reported regarding the lift. Each component is subject to wear, therefore should be checked regularly. In the course of the investigation it was established that the involved sling clearly was used far beyond its intended and labelled lifetime. Instruction for use provided with this type of an arjo slings (max01510.int issue 3) states: ¿the useful life expectancy of the arjo sling is approximately two years providing the sling is used under normal usage conditions and is regular cleaned, decontaminated and examined and in accordance with arjo recommendations. "Do not use mechanical pressure - pressing or rolling, during the washing or drying procedures". There is the statement on the sling label itself, but also in the corresponding IFU, that the sling is not to be dried with a washing press or similar method. This is because doing so can mean that the clip receives a mechanical pressure much higher and from a different position (outside rather than inside) than it was intended for. It can cause bending, deforming, hairline cracks or even outright breakages of the clip before or during use. A reported breakage is what is expected to occur when a clip is pinched with a force much higher than the force it normally receives during use. This occurs when a clip is bent in e.g.: a washing press, with enormous force, while the left and right sides of the clip are pushed on. If the caregiver follows every guideline given in the device IFU, there is a low possibility of any potentially risky situation to occur. To sum up, while the incident occurred the passive clip sling and passive floor lift were being used for patient transfer. The sling was not up to the manufacturer's specification because the sling clip was broken. The complaint was decided to be reportable in abundance of caution due to the circumstances: clip breakage at the very initial phase of patient's transfer. Although no injury was sustained, there is potential for serious injury upon reoccurrence.

Manufacturer narrative:
Reviewing information is ongoing, additional information will be provided upon investigation final conclusions.

Manufacturer narrative:
(B)(4). We are in a process of reviewing information gathered. The sling in question was found to be fitted with an old design grey clips. It was also confirmed that one of the clips was broken. No malfunction within the lift was reported. Additional information will be provided upon investigation final conclusions.

Event description:
On (B)(6) 2020 arjo received a report from the (B)(6) and became aware of a customer complaint raised by the hospital (B)(6). Following information provided, during patient's transfer from a bed, one of the shoulder grey clips was found to be cracked lengthwise. The malfunction was noticed at the very beginning of the lifting process, when the resident was still on the bed so no fall occurred. The resident did not sustain any injury.